Event description:
It was reported that the patient received vibratory alerts for non-sustained lead noise episodes. The patient will continue to be monitored. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.